Manufacturer narrative:
Device not returned. The device will not be returned for evaluation because it remains implanted. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the device remains implanted and will not be returned for evaluation. Therefore, we are unable to determine root cause for the customers report of calcification.

Event description:
As reported, patient presented with mitral stenosis and mean gradient of 22mmhg after an implant duration of approximately 8 years 8 months of a mitral valve. The patient underwent surgery for a valve-in-valve procedure to correct severe mitral stenosis. Per the customer experience report, the device was described as 'complete calcification in two cusps'. An edwards sapien xt 29mm transapical valve was implanted as a replacement.